Event description:
It was reported that the patient received two shocks due to supraventricular tachycardia. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found. Evaluation summary (B)(4): we did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows a spike increase for maximum superior vena cava defibrillator impedance equal to 72 to 103 ohms peak between (B)(6) 2012, then returning to 71 ohms on (B)(6) 2012.